Event description:
It was reported that post op to an lar the patient presented with a staple line failure/leak. The leak was corrected. No other information is available at this time.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The patient was morbidly obese and an alcoholic. Post-op day 2 went home doing fine. Patient has anxiety issues. Post-op day 3 or 4, got out of bed and fell. Started to complain of stomach pain. Found posterior staple line had separated. Anterior line had no ischemia. Indications for all three procedures are unknown. Surgeon said he went back in and staple line had completely dehisced waited 15 seconds. Confirmed washer transection. Unknown if an intra-op leak test was performed. Everything was normal no issues with device performance during initial surgical procedures surgeon goes to bottom of green zone prior to every firing. Two full counterclockwise rotations for removal.. No issues with device removal. Unknown how distal colon was transected. Unknown purse string technique. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.